Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The product support engineer (pse) confirmed the reported problem and identified that the customer was operating form the desktop using the usb adapter on the computer. The pse provided guidance to enter download mode and connect his cable. Pse assisted the customer over the phone and completed the software update. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved through remote trouble shooting.

Event description:
The customer reported that they were unable to update the operating software. There was no patient involvement.